Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient¿s daughter) regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump was shut off because the pump had not been working. It was noted that the issues first began a year and a half ago. The date 30042091782017 is considered an approximate date of event (year known only). It was further confirmed there was no medication in the pump and that the pump was just sitting/remained implanted in the patient. No patient symptom was reported. Magnetic resonance imaging (MRI) compatibility on the pump was requested. The patient was noted as currently being in a nursing home. The reporter indicated that the reason for the call was resolved. No further patient complications have been reported as a result of this event. Additional information was received via a healthcare provider on 2019-apr-05. The pump was reported as being inactive. No patient signs, symptoms, or diagnosis related to the device or therapy was reported. Compatibility guidelines regarding MRI was requested.